Event description:
It was reported that this right atrial (ra) lead exhibited undersensing. Boston scientific technical services (ts) discussed that there were no out-of-range measurements observed and no atrial arrhythmia on the presenting electrogram (egm). Undersensing was observed on presenting and stored intracardiac electrogram. Also, the patient with an implantable pacemaker device experienced pacemaker-mediated tachycardia (pmt) episodes that appear to be sinus-driven. This ra lead remains in service. No adverse patient effects were reported.